Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report hearing sound from his implantable cardiac defibrillator (ICD) or maybe his ear like "gurgling" or "running water". The patient was directed to discuss this with his doctor. The device remains in use. No patient complications have been reported as a result of this event.